Event description:
A customer reported two events while using the system during a procedure. First, upon switching the setting, for instance for a hard lens, the system started again on the first step (sculpt or prephaco). Second, there was no automatic reset to the normal lens after removal of the cassette. Per reporter, this increases the likelihood of errors. No errors were made during the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. Therefore, the root cause of the reported event cannot be determined conclusively.